Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties with the load process. Customer's blood glucose level was 133 mg/dl. Reportedly, the customer forgot to initiate a step during the load process. Customer reloaded the cartridge and continued to use the pump for insulin therapy.